Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Customer reported first run bhcg 37, e2 153, fsh 34, prog <l; second run bhcg <l, e2 158, fsh 5.7, prog <l. Reran bhcg and was 39.4. Customer asked for precision on qc and on this sample. Qc was all in range. Ran again and same. No errors on the printouts. Wash and dilution did not run low during the run - didn't add to either during the run. They did get a y axis error that morning. Did find some dropped cups. They have a second 2000 for backup but not sure there is a calibration curve for this lot #37. They reported they will check. Sending out samples for confirmation. The most probable cause of the reported event was undetermined.

Event description:
On (B)(6) 2015 the customer reported patient result discrepancies with their aia-2000 analyzer. There was no indication of patient intervention or adverse health consequences due to the reported discrepancies.